Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing date: march 10, 2003. The device history record review could not be performed as the records could not be identified due to the age of the instrument. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pair of small pointed reduction forceps broke during an open reduction internal fixation (orif) procedure of the distal tibia on (B)(6) 2016. The distal 2cm tip broke off inside the patient. There was a three (3) to five (5) minute delay as the piece was retrieved. The tip was retrieved successfully and there was no harm to patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The following complaint device was received by customer quality: one reduction forceps with points narrow-ratchet 132mm (part number: 398.40, lot number: a7ma10, mfg date: 10mar2003) the part was received with the following complaint description: ¿during an open reduction internal fixation surgery for a distal tibia on (B)(6) 2016, a small pointed reduction forceps broke. The distal 2 cm tip broke off in the patient. There was a 3-5 minute delay as the piece was retrieved¿. The returned instrument is part of the small fragment instruments and implants set and is utilized in various procedures for fracture reduction. The returned device was received with one of the distal points missing. The break is transverse and located approximately 5mm from the distal tip of the device. The fracture surface appears homogeneous. The balance of the device is in good condition with only very light wear. Thus, the complaint condition is confirmed but cannot be replicated as the device is already broken. The complaint condition for the device may have been due to the instrument had been subjected to an excessive force likely through the method of use and/or handling. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition and it is consistent with calculated risk assessment occurrence rate. This investigation summary has been approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.